Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the electrode section. Upon ablation, the force would rapidly rise to over 100 grams of force. The catheter was withdrawn and blood was seen inside the covering of the catheter between the electrodes. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2024, a separation between the pebax and the electrode section and reddish material inside of it was observed. The event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and the electrode section on 31-may-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 23-may-2024. The device evaluation was completed on 31-may-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection, and functional tests of the returned device was performed following bwi procedures. Visual analysis revealed a separation between the pebax and the electrode section and reddish material inside of it. The device was connected to the carto 3 system and the force feature was tested and no errors were observed. However, it was observed no temperature displayed on the generator due to an open circuit on the connector printed circuit board (pcb) area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage cannot be determined. The potential cause of the open circuit on the thermocouples could not be established. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened for further investigation of the sleeve insolation to prevent fluids to get inside into the device. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to customer¿s reported ¿force issue¿ and ¿blood inside covering of the catheter between the electrodes¿. In addition, the biosense webster inc. Analysis finding of the ¿separation between the pebax and the electrode section and a reddish material inside of it¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the biosense webster inc. Analysis finding of the ¿no temperature displayed on the generator¿. Manufacturer's reference number: (B)(4).